Manufacturer narrative:
Event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, three to four stylets were attempted, but all got stuck in the lead and would not insert smoothly. The lead was not used and a new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.